Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. The technical support specialist called the customer and advise her to call the hospital it department to get this issue resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system windows firewall is off and cannot use the scanner to access. Need to override each meds. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.